Manufacturer narrative:
Clinical code ( e ) 2448- paraplegia- patient experienced paraplegia associated with intercostal artery occlusion following the device implantation. Impact code ( f ) 4620- prolonged episode of care- patient is currently under observation. Medical device problem code (a ) 2993- adverse event without identified device or use problem- no initial causal link identified between device and intercostal artery occlusion. Component code (g ) 4755- part/component/sub-assembly term not applicable. Type of investigation (b ) 4111- communication / interviews 4117- device not accessible for testing- device remains implanted 4110- trend analysis- a review of similar events (thoraflex hybrid paralysis events (B)(6) 2024vs thoraflex hybrid sales (B)(6) 2020 - (B)(6) 2024) gave an occurrence rate of (B)(4) (complaints vs sales). No trend was identified requiring action at this time. Investigation findings (c ) 3233- results pending completion of investigation. Investigation conclusions (d) 11- conclusion not yet available. Follow up 1: the initial submission of 9612515-2024-00058 on (B)(6) 2024 contained information related to (B)(4) (FDA 9612515-2024-00062) and was therefore incorrect. This report has been submitted as a follow up correction to amend all details associated with this event including event description and adverse event problem codes.

Event description:
Follow up 1: the initial submission of 9612515-2024-00058 on (B)(6) 2024 contained information related to (B)(4) (FDA 9612515-2024-00062) and was therefore incorrect. This report has been submitted as a follow up correction to amend all details associated with this event including event description and adverse event problem codes. Event reported by the complainant as paraplegia after implantation: on (B)(6) 2024, a total arch replacement with the thoraflex hybrid was performed on a female patient with an aortic arch aneurysm. The procedure was completed successfully. Postoperative CT scan revealed that the treatment had gone according to plan. However, the patient developed bilateral paraplegia postoperatively. As the complication was predictable, the patient was placed under observation. Surgeon's comment on causal link: paraplegia associated with intercostal artery occlusion following the device implantation. This was a complication unavoidable as there were no problems with the treatment plan and usage of the device. Reported as possibly related to device procedure and pre-existing condition. Patient pre-condition - aortic arch aneurysm. The patient condition was serious and currently under observation.

Manufacturer narrative:
Clinical code 4440 - thrombosis/thrombus: event was reported as thrombus on the intake form. Impact code 4648 - insufficient information: a/w additional information from the site to determine clinical code. Device problem code 3190 - insufficient information: a/w additional information from the site to determine device problem code. Component code 4755 - part/component/sub-assembly term not applicable: type of investigation 4110 - trend analysis: 4 year review was performed for occlusion/ thrombosis events which gave an occurrence rate of (B)(4). No trends were identified requiring action at this time 4111 - communication/interview: a/w additional information from the site. 4117 - device not accessible for testing: device remains implanted. 3331 - analysis of production records: a comprehensive batch review was performed to review the manufacturing process from raw materials to finished product. No issues were identified. Investigation conclusion 3233 - results pending completion of investigation. Investigation findings 11 - conclusion not yet available.

Event description:
Event reported: 06 aug 2024. Implant date: (B)(6) 2024. Extend-oo1 ((B)(4)) post market approval study. Event details as reported, the patient thrombus in ascending aorta seen with compression into left atrium. The thrombus occurred of (B)(6) 2024. Thoraflex hybrid was implanted on (B)(6) 2024. No distal seal was intended due to a planned evar extension and no distal seal was obtained. No endoleak was present at the end of the procedure. Delivery of the thoraflex hybrid was successful, deployed in planned location and withdrawal of delivery system was successful. No device deficiencies occurred during the index th procedure. The clinician/site have reported this event as not related to device and possibly related to pre-existing condition; relationship to procedure not provided as yet. During their regular review of extend adverse events, the study medical monitor has reviewed and marked this event as possibly related to the device and possibly related to procedure. The site have indicated that no action has been taken to treat the adverse event at this time. Patient current status is unresolved at this time.

Manufacturer narrative:
Clinical code ( e ). 2448- paraplegia. 2422- occlusion / thrombosis- the paraplegia is associated with intercostal artery occlusion following the device implantation. Impact code ( f ). 4620- prolonged episode of care. Medical device problem code ( a ). 2993- adverse event without identified device or use problem- no initial causal link identified between device and intercostal artery occlusion. Component code ( g ). 4755- part/component/sub-assembly term not applicable. Type of investigation ( b ) 4111- communication / interviews- email received on 16 aug 24 stated there is no further information available on this case. 4117- device not accessible for testing- device remains implanted. 3331- analysis of product records- full batch review from base fabric to finished product showed the device was manufactured to specification. No causal link between device and event was identified. 4110- trend analysis- a review of similar events (thoraflex hybrid paralysis events jan 2024 - aug 2024 vs thoraflex hybrid sales jan 2020 - jul 2024) gave an occurrence rate of (B)(4) (complaints vs sales). No trend was identified requiring action at this time. Investigation findings ( c ) 213 - no device problem found- no causal link between the device and the event has been found investigation conclusions ( d ) 4315- cause not established- as no further information was made available by the complainant, the investigation was unable to determine a confirmed root cause to this event.

Event description:
Event reported by the complainant as paraplegia after implantation: on (B)(6) 2024, a total arch replacement with the thoraflex hybrid was performed on a female patient with an aortic arch aneurysm. The procedure was completed successfully. Postoperative CT scan revealed that the treatment had gone according to plan. However, the patient developed bilateral paraplegia postoperatively. As the complication was predictable, the patient was placed under observation. Surgeon's comment on causal link: paraplegia associated with intercostal artery occlusion following the device implantation. This was a complication unavoidable as there were no problems with the treatment plan and usage of the device. Reported as possibly related to device procedure and pre-existing condition. Patient pre-condition - aortic arch aneurysm. The patient condition was serious and currently under observation. Follow up 2: this event is being submitted as a follow up #2 for mfg report number 9612515-2024-00058 to provide event closure information for (B)(4).